Event description:
The customer states, that they are getting error code 1062 (invalid test result, read precision) and error code 1063 (invalid test result, correlation coefficient too low) when running pts samples on the axsym digoxin iii assay. There was no impact to patients mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.